Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Out investigation was limited to the review of the device history record, which showed that each mfg and inspection operation was performed and indicated complete in accordance with sjm specs and procedures. Based on the info received, the cause of the reported incident could not be conclusively determined.

Event description:
A 6f angio-seal vip was selected for use in the femoral arteriotomy following a percutaneous coronary intervention on (B)(6) 2013. Two days following the procedure, the pt began to experience flu-like symptoms. On (B)(6) 2013, the pt presented with an infection and was diagnosed with staphylococcus aureus septicemia and was readmitted for treatment. It is unk if the post-deployment care guide was followed by the pt.